Manufacturer narrative:
Additional narrative: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 2 of 2 of the same event. It was reported that during pre-surgery setup, it was observed that the two handpiece devices ran hot. There were no delays to the planned surgical procedure. A spare identical device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device exceeded the maximum allowable temperature of 118°f per synthes op. N01.56. (Actual temperature reported was 126.0°f). It was also noted that the elbow air fitting tube had broken. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn components and seal deterioration from normal wear out. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.